Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The product shows a broken diluent ampoule.

Manufacturer narrative:
UDI: unavailable the product was not returned and no photographs were provided to show the issue, therefore a root cause cannot be established. The breakage could have occurred during transit due to a direct transit impact or from the result of the presence of a pre-existing hair line fracture which could have occurred from the ¿bumping¿ of ampoules along the production line during the liquid filling process. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.